Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. Corrected h6- impact code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery from the site was evaluated, and the following was observed: full circumferential, radial balloon burst, with nose tip, distal balloon, and guidewire lumen fully separated from the rest of the delivery system. Distal balloon portion is bunched and umbrellaed over nose tip, and distal balloon wings are flared. Additionally, review of the provided 3mensio imagery revealed the following: calcification in the native annulus. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on review of provided imagery. Available information suggests that patient factors (annular calcification, narrow stj) likely contributed to the event as it was reported that the patient had a "narrow stj", and review of provided 3mensio revealed presence of calcification in the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for inability to withdraw system through the sheath was confirmed based on review of provided imagery. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of the sheath tip, which could have led to the observed withdrawal difficulty. The complaint for system component separation was confirmed based on review of the imagery provided. Available information suggests that procedural factors (high withdrawal force, device manipulation) likely contributed to the event as it was reported "due to the transverse rupture of the balloon close to the shoulder, pulling it completely inside the sheath was challenging. Part of the balloon and nose cone remained outside the sheath (in the body) when the implanter took out the sheath. That portion of the balloon remained stuck in the femoral artery." Additional pull force or device manipulation applied to overcome the withdrawal difficulty may lead to component separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the commander balloon ruptured towards the end of inflation. No paravalvular leak was observed in transthoracic echocardiography (tte), and the mean gradient by tte was 1 mmhg. However, due to the transverse rupture of the balloon close to the shoulder, pulling it completely inside the sheath was challenging. Part of the balloon and nose cone remained outside the sheath (in the body) when the implanter took out the sheath. That portion of the balloon remained stuck in the femoral artery. The vascular team performed a cutdown and took out the remaining part of the balloon and the nose cone. A vascular dissection of the femoral artery was repaired with a graft.